Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the intellamap orion catheter was evaluated. Investigation found coating residues on central support of the catheter, under the deployment section. And also, the central support bent. With all the available information, boston scientific was not able to determine a cause that can be related or can produce the issue; further investigation into this behavior and product design are currently being conducted.

Event description:
This event is being reported due to device analysis results. It was reported that during an ablation procedure in the left atrium (la), an intellamap orion catheter was selected for use. The basket of the device was noted to be damaged. Inside the la, the catheter was bent, and when taken outside the patient, the spline was also bent. The device has been replaced, and the procedure was completed successfully with no patient complications. The device was returned for analysis. Upon device analysis; investigation found coating residues on central support of the catheter, under the deployment section.